Manufacturer narrative:
Investigation: a device history record review was performed for provided lot number 2006401. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both pictures and the physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, the plunger tip was found bent. The material used to manufacture the bd flu plus syringes has been selected and tested to resist normal conditions of use. Based on the provided feedback and the sample, it is possible that the deformed component was produced during the manufacturing process due to a defective transport of the plunger component through the manufacturing facility or hard conditions of storage after injection within the manufacturing facility.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 plunger was damaged. The following information was provided by the initial reporter: the syringe plunger became distorted whilst the nurse was vaccinating the patient. Therefore, only 0.25mls of the vaccine was delivered to the patient. The patient agreed for the nurse to deliver the remaining 0.25mls using another syringe. This box of syringes have now been quarantined. Since receiving these blue syringes (23g) our staff have complained around the slight stiffness and difficulty of use in comparison to the orange bd 25g syringes.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 plunger was damaged. The following information was provided by the initial reporter: the syringe plunger became distorted whilst the nurse was vaccinating the patient. Therefore, only 0.25mls of the vaccine was delivered to the patient. The patient agreed for the nurse to deliver the remaining 0.25mls using another syringe. This box of syringes have now been quarantined. Since receiving these blue syringes (23g) our staff have complained around the slight stiffness and difficulty of use in comparison to the orange bd 25g syringes.